Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance, oversensing and over sixteen thousand sensing integrity counter (sic) counts. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.